Event description:
It is reported that the end-user who has used this wafer and allkare wipes for seven (7) years developed a scaly; red bumpy; splotchy rash around the body and a deep red purple rash to the peristomal area which progressed to back and legs. It is further reported that current treatment provided with clobetasol propionate cream; zyrtec and 50mg benadryl at night as prescribed by a dermatologist.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that end-user did use a new laundry detergent one (1) month ago; around the time of the incident but product is no longer being used and condition has not improved. The end-user stated medical doctor (md) mentioned she did not know how to treat peristomal area and to continue using the ostomy appliance. End-user was advised to have her medical doctor contact convatec for recommendations on topical antihistamines and steroids for use under wafers. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 23, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.